Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq correctly recorded what was received from the linac during the event. A partial treatment occurred when a partially delivered fraction was not fully recorded where mosaiq does not manage partial treatment data entries. Mosaiq displayed an error message to the user stating that the exposure record did not match the treatment plan. The customer was advised to complete a manual recording. Therefore, during this partial treatment event mosaiq did not have any malfunction and was working as designed and intended.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported continuation of partially delivered fraction not fully recorded.